Manufacturer narrative:
The device was returned and the stent dislodgement was confirmed. Failure to advance was unable to be replicated in a testing environment due to clinical operational / procedural factors that can be attributed to advancement difficulties. All stent delivery systems are 100% visually inspected online for stent placement. Based on the analysis of the stent and its delivery system, the returned device did not show any indication of device related issues or device deficiency that could have caused the reported failure to advance and stent dislodgement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. A review of the lot history record indicated that there were no non-conformances related to the reported difficulties for this lot. A risk assessment review confirmed that the reported failure to advance and stent dislodgement are captured as foreseeable events. The investigation determined that while a definitive conclusive cause is not able to be assigned to the reported complaint, the reported advancement difficulty and stent dislodgement appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
It was reported that on (B)(6) 2017, after pre-dilating the a moderately calcified lesion in the proximal circumflex coronary artery, a 4.0 x 12 mm cobra pzf stent delivery system (sds) failed to cross the lesion. The cobra sds was withdrawn, and additional pre-dilatation was performed. The same cobra sds was re-inserted, but upon exiting the guide catheter (ebu 3.5), it was noted that the stent was no longer on the balloon. All devices were withdrawn as a single unit and the stent came out along with the devices; the stent had dislodged at some point while entering patient vasculature. No force was applied at any time while using the cobra sds. A 3.5 mm cobra pzf successfully crossed and the stent was deployed. There were no adverse patient effects. No additional information was provided.